Event description:
It was reported that the cuff was being used on the pt's arm, and it was slowly losing pressure over time. The dr reported that there was blood in the wound site and he noticed that the pt's skin was coming back to being a pink color which indicates that the cuff was not holding the pressure. It is unk how much blood was lost; however, the pt did not require any additional blood and no injury or medical intervention was reported.

Manufacturer narrative:
Device was not returned for eval and therefore, condition could not be confirmed. Batch records were not reviewed since the lot number was not reported.